Manufacturer narrative:
Insulin pump was received in with unresponsive buttons due to corroded keypad traces. A cracked case, scratched lcd window and broken belt clip slot noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported a button error alarm on her insulin pump. Troubleshooting found customer was not holding down a button for three minutes or more. Customer's blood glucose was 252 mg/dl at the time of the call. The customer also stated she has been showering with her insulin pump for a few years. The insulin pump is being returned. No additional information is provided.